Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed  to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s spouse reported via phone call that his wife was hospitalized due to diabetes acidosis on (B)(6) 2017 with blood glucose of 600+ mg/dl. Customer stayed in the intensive care unit for two days. Customer was treated with insulin drip. The customer was not wearing the insulin pump for less than 48 hours prior to hospitalization due to no delivery alarm during priming. The customer was assisted troubleshooting for no delivery alarm and it was resolved by changing the reservoir. The reservoir will be returned for analysis.